Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Traces of moisture found on the motor assembly. Displacement test wasn't performed due to a blank display. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump was in the washer machine and there is condensation under the screen. Customer's blood glucose was unknown. Customer's mother accidently exposed the device to fluids as she accidently put it in the washing machine. No cracks were noted on the device and she didn't recall the device being dropped. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.